Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The outer tube with the charged coupled device was faulty, which caused the green image. A supplemental report will be submitted if any additional information is provided by the user facility. The following is the additional information based on the legal manufacturer's investigation. A review of the device history record found the following information: the issue reported by the s-bc is evaluated as plausible. According to the event description, the customer reports a green screen. During inspection, the s-bc confirms this malfunction and traces it back to the r-unit. Excerpt from CAPA-150p-007: ¿observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Some of the hypotheses could be confirmed by the observations. By assessing the influence probability and the probability of detection, the following causes could be prioritized: unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. The implementation of CAPA-150p-007 comprises several changes: wcr-22950, c-25877 (optimization of bumper sleeve bonding) and c-26206 (alteration of jigs 5016686). There are no further countermeasures necessary because the associated risk is acceptable. Oste will monitor the error pattern and initiate further measures if necessary. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, the customer reported that the screen turn green color. The issue was found during the preparation for use. The procedure was therapeutic and it was completed using another similar device. No death or injury and no impact to person or other was reported to olympus.